Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was identified that the cable broke on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. Both cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed the electrical continuity test. Failure analysis investigation also found insulation damage on the distal end of the main tube. There was material missing. The surface of the main tube appeared to be scraped off at various areas. No other damage was found.